Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had prime anomaly. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was slower during priming. It was reported that the customer replaced with new reservoir in had to hold the act take a long time to go all the way out until it starts. The insulin pump will not be returned for analysis.